Event description:
In 2008, the patient reported that he received an occlusion (e4) error while attempting to bolus. He was able to clear the error and he then programmed the remaining bolus amount. He stated that he changed his infusion site on the day before. The patient called back on original date that he had experienced elevated blood glucose for the past "couple" of weeks due to bent infusion site cannulas and occlusion errors. He reported that he had heart surgery in approx two months earlier and was not using infusion device therapy. He reported that he experienced elevated blood glucose during that time. He reconnected to his infusion device on the month prior to original month and stated that his blood glucose began to improve. His blood glucose then began to increase to over 600 mg/dl. To troubleshoot occlusions the patient was instructed to disconnect from his infusion site and he was able to perform a bolus without error. He was advised to change his infusion site. He stated that the cannula was bent. He inserted a new infusion site and bolused without error. The patient was educated on scar tissue and proper site rotation. He was sent an infusion site insertion device. He stated he planned to speak with his physician. Further attempts to follow up with the patient were unsuccessful. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.